Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode recorded inappropriate untreated episodes due to oversensing of the twaves as a result of low amplitudes. The sensing vector was reprogrammed. Four months later the patient received additional inappropriate shocks due to twave oversensing with a heart rate of 200 ohms. The zone was reprogrammed to a different rate. Several months later additional shocks were given due to continued twave oversensing. Boston scientific technical services (ts) discussed programming options. Ultimately the s-ICD and electrode were explanted a few months later for continued inappropriate shocks. The patient was implanted with a transveneous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. It was noted that the subcutaneous implantable cardioverter defibrillator's (s-ICD) battery status was still at beginning of life (bol). Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This report is being filed to submit the analysis results.